Event description:
It was reported that during a renal artery angioplasty, the stent dislodged. The physician was treating a renal artery of unk description. The lesion was predilated with an unk device. The express sd renal stent sheared off the balloon. They were able to get a wire through the stent and reposition the stent in the renal artery. The stent was then deployed in the target lesion using an unspecified coronary balloon. There were no complications to the pt and the pt is listed as 'fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.